Event description:
Nurse saw patient monitor showing a three second pause but no alarms were going off. When went back to look at the strip, this had happened earlier but no alarms went off. Checked alarms and were on.